Event description:
During treatment of a pt with the psc041, an angiogram demonstrated extensive vasospasm of the distal cervical left internal carotid artery. Therefore, 5mg of verapamil was administered intra-arterially. This was deemed not serious by the physician.

Manufacturer narrative:
The physician could not confirm the relationship of the event to the device.